Manufacturer narrative:
Concomitant medical products: 6947m lead, implanted (B)(6) 2015, 4076 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead pacing impedance was low and an alert was triggered. The impedance had chronically been near 200 ohms so it was clarified how the alert itself could be disabled for optimization. The lead remains in use. No patient complications have been reported as a result of this event.